Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and external ram crc error. The customer's blood glucose level was 250 mg/dl at the time of incident. The customer reported the insulin pump turning off. The customer states replacing the batteries and having to put in the date and time twice. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No external error alarm, unexpected restart alarm, reset anomaly or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.